Event description:
Patient had right total hip revision due to a failed stem/neck pin in 2009, 65 months after original surgery date of 2003. It was reported that the patient was doing fine post surgery. (2009).

Manufacturer narrative:
Additional product explained: cat# 220610, desc. Neck long, 50, mfg. 11/20/02, exp. 11/2007 lot# 349. Product not returned for evaluation.